Event description:
Fasely high factor viii pt results. The initial result was run on the normal factor viii setting on the bcs analyzer using actin fsl and a result of 15% was obtained (expected 4-5%). Pt is a known hemophiliac. The rerun on the stago star analyzer was 5%. The initial test result was not reported to the physician. Pt treatment was not affected.